Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection in the central sterile department, the tip of the cannulated stepped drill bit was found to be broken. There was no patient involvement. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.037.022; lot: f-17386; manufacturing site: selzach; supplier: (B)(4) ; release to warehouse date: march 04, 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material hardness measuring is documented in coc from supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint condition: it was reported that on an unknown date, during routine inspection in the central sterile, the tip of the cannulated stepped drill bit was observed to be broken. There was no patient involvement. Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality (cq) observed the tip of the drill bit to be broken. No new issues were identified on the other portions of the device. The returned device condition is consistent with the given complaint description; therefore, the complaint was confirmed. Dimensional analysis and document/specification review: drawing review: relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture). Dimensional analysis performed on the broken tip measured the tip thickness as 6 mm that falls within the specification of 5.95 mm to 6 mm per inspection sheet. Lot number review: a review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. No nonconformance records (ncrs) were generated during the production of this device. Also, material review performed indicated no issue with the material and its properties that could have led to complaint condition. Conclusion: while it is possible that any unintended excessive forces could have caused to complaint condition, a definitive root cause for the given complaint condition could not be determined from the provided information. During the investigation no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation.therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.